Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device power down was due to the internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down when there was sufficient charge remaining on its internal battery. There was no patient injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device powered down when there was sufficient charge remaining on its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed occurrences of total power failure without prior warning and revealed an error (sf180) related to a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the device battery assembly. Performance testing revealed the device failed to pass its internal self test. The investigation determined that the root cause was a faulty non-return valve (nrv). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).